Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One full osseotite® implant 3.75 x 11.5mm (fos311) was returned for investigation. Visual evaluation of the as returned product identified the reported implant had fractured at the top threads and was returned with an associated crown/screw that had no malfunction and will not be investigated. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (2011080212). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011080212) for similar events and 2 other complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported implant removed due to fracture.